Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. It was observed that the anchor was bent and the suture cord was under tension. These failures may be attributed to proper storage of the device as the device has a specific range in which it should be maintained and may warp at temperatures higher than the range specified. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. A manufacturing investigation was performed to further investigate the failure. It is confirmed that the manufacturing process has been performed according to the validated procedure without any issue, further analysis of the risk assessment file confirmed this type of defect is not foreseen during manufacturing process, no non-conformance have been created over the last 2 years therefore is can be concluded that the root cause of this failure is unknown. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported from (B)(6) that during shoulder arthroscopic instability surgery after the package of lupine anchor was opened, it was found that the implant was packed bent and deformed. It was not reported if there was a delay in the surgery or if a spare device was available for use it was not reported if and/or how the surgery was completed. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.